Event description:
It was reported that the device failed opcheck for the defib test. There was no patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder contact pins common to connector j16 had lifted. The available information is consistent with a malfunction of the processor pca. The cause was contact pins common to connector j16 had lifted. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.